Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has two dbs systems. This report is in reference to their right side dbs system. It was reported the patient's dbs system was explanted due to ineffective stimulation.